Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description. Based on technician statement, the nozzle unit of the air gas module was defective and was replaced. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/15/2019, corrected manufacture date: 09/14/2019.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).